Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing dissection in the lesser curvature of the aortic arch. The perimeter of the annulus was measured at 73.2mm, the diameter was 31.6mm, and the area was 414mm^2. The annular calcium distribution was noted on the left coronary cusp (lcc) side. During the implant it was noted that the patient went into heart block immediately after the delivery system crossed the annulus. A temporary pacemaker was inserted into the patient. The patient temporarily regained normal pacing but went into bradycardia. The device was re-sheathed two times. It was noted that it was difficult to control the delivery system due to the restricted use of the non-abbott introducer and the presence of the dissection as well as the angle of the aorta was slightly steeper. The starting implant depth at 80% deployment was measured at 4mm for the non-coronary cusp (ncc) and 5mm for the left coronary cusp (lcc). The device was implanted. The final implant depth was measured at 0-1mm for the ncc and 6mm for the lcc. Immediately after the device was implanted, the patient went into complete heart block. A post-bav was performed to treat a moderate paravalvular leak. No intervention was required to treat the heart block. The patient returned to sinus rhythm on an unknown date. The patient status was stable.

Manufacturer narrative:
An event of heart block and bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a pre-existing dissection in the lesser curvature of the aortic arch. The annular calcium distribution was noted on the left coronary cusp (lcc) side. During the implant, it was noted that the patient went into heart block immediately after the delivery system crossed the annulus. A temporary pacemaker was inserted into the patient. The patient temporarily regained normal pacing but went into bradycardia. The device was re-sheathed two times. It was noted that it was difficult to control the delivery system due to the restricted use of the non-abbott introducer and the presence of the dissection as well as the angle of the aorta was slightly steeper. The device was implanted. The final implant depth was measured at 0-1mm for the ncc and 6mm for the lcc. Immediately after the device was implanted, the patient went into complete heart block. A post-bav was performed to treat a moderate paravalvular leak. No intervention was required to treat the heart block. Based on the available information, the cause of the reported incident was related to a combination of procedural conditions (implant depth) and patient condition (calcium distribution on the left coronary cusp (lcc) side). There is no indication of a product quality issue with regards to manufacture, design, or labeling.